Manufacturer narrative:
The clinical staff noted the arrest and intervened successfully. The customers biomedical engineer provided the logs and they were reviewed by a product support engineer (pse). The pse advised that the device log files for mx550 ((B)(6)) as well as the x3 ((B)(6)) do not indicate any product malfunction on 07dec2023 between 10:24am and 11:30am. The alarm volume was set to only ¿2¿ which is quite quiet, neither visual not audible alarms are latching on these devices. The device was not connected to the central station, therefore the bedside device log files do not include any audit trail, we can unfortunately not prove the device alarmed appropriately with the information that is currently available. Due to the lack of available information, the exact cause for the reported issue remains unknown and a malfunction of the device cannot be ruled out.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported failure to alarm - no audio alarm during cardiac arrest from the device. The device was in use at time of event, there was an adverse event reported.